Event description:
A copy of the customer's medwatch report retrieved from FDA's maude database states,"alaris mini-med infusion with epinephrine, amiodarone, and heparin infusing via three available channels. During patient transition to aircraft from ER, the alaris IV pump spontaneously gave a "fault" error on all three running channels. Immediate attempt made to switch epinephrine infusion to stand-by second pump. IV set with epinephrine from first pump placed into second alaris mini-med IV pump. The second pump immediately gave a "fault" error on channel a of the pump. The infusion was then transitioned to channel b and infusion restarted. The patient became bradycardic during the IV pump transition and troubleshooting. Patient subsequently became pulseless and CPR was initiated. Patient remained in cardiac arrest at the time of transfer to receiving facility where care was assumed and CPR continued. FDA safety report ID# (B)(4)." The event type was reported as "death". Received a copy of sus voluntary event report from FDA, which stated "alaris mini-med infusion with epinephrine, amiodarone, and heparin infusing via three available channels. During patient transition to aircraft from ER, the alaris IV pump spontaneously gave a "fault" error on all three running channels. Immediate attempt made to switch epinephrine infusion to stand-by second pump. IV set with epinephrine from first pump placed into second alaris mini-med IV pump. The second pump immediately gave a "fault" error on channel a of the pump. The infusion was then transitioned to channel b and infusion restarted. The patient became bradycardic during the IV pump transition and troubleshooting. Patient subsequently became pulseless and CPR was initiated. Patient remained in cardiac arrest at the time of transfer to receiving facility where care was assumed and CPR continued. FDA safety report ID# (B)(4)."

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
A copy of the customer's medwatch report retrieved from FDA's maude database states,"alaris mini-med infusion with epinephrine, amiodarone, and heparin infusing via three available channels. During patient transition to aircraft from ER, the alaris IV pump spontaneously gave a "fault" error on all three running channels. Immediate attempt made to switch epinephrine infusion to stand-by second pump. IV set with epinephrine from first pump placed into second alaris mini-med IV pump. The second pump immediately gave a "fault" error on channel a of the pump. The infusion was then transitioned to channel b and infusion restarted. The patient became bradycardic during the IV pump transition and troubleshooting. Patient subsequently became pulseless and CPR was initiated. Patient remained in cardiac arrest at the time of transfer to receiving facility where care was assumed and CPR continued. FDA safety report ID# (B)(4)." The event type was reported as "death".